Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer confirmed the station was operational. All drawers and doors were securely closed, and no failure icons were present. Additionally, the fse performed a system reboot to observe whether any failure would reoccur. Fse tested the system using the hardware test application (hta), and all tests passed successfully. Additionally, it was observed that drawer half height 3.1 extended beyond its normal range. The slider bumpers were replaced to correct the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device is not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.